Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the instrument and observed crystals in the wz2 solenoid valve. The fsr replaced the valve, manifold kit (rohs) which resolved the issue. The instrument service history of the (B)(6) did not identify any subsequent complaints for falsely elevated stat troponin patient results. A review of tracking and trending of the architect i2000sr did not identify any related trends for the current issue. A review of tracking and trending of the valve, manifold kit (rohs) did not identify any trends. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting, and the system technology limitations and resolving the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial (B)(6) or the valve, manifold kit (rohs) was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated on the architect i2000sr instrument for a 57 year old male patient. The following data was provided (customer provided reference range was <26.2 pg/ml): (B)(6) 2025, sid (B)(6): initial result = 4026.2 pg/ml, repeat on (B)(6) 2025 = 2.7 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Complete information from section a1. Patient identifier: sid: (B)(6). This report is being filed on an international product, list number: 03m74 that has a similar product distributed in the us, list number: 03m74, that is 510k exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat highly sensitive troponin-I result generated on the architect i2000sr instrument for a 57-year-old male patient. The following data was provided (customer provided reference range was <26.2 pg/ml): on (B)(6) 2025, sid: (B)(6): initial result = 4026.2 pg/ml, repeat on (B)(6) 2025 = 2.7 pg/ml no impact to patient management was reported.